Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported the patient had his ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Event description:
It was reported the patient¿s ipg is inoperable. Surgical intervention may be undertaken to address the issue.